Event description:
Consumer reported complaint for error message (e-0). The customer feels well and did not report any symptoms. Customer stated that due to the e-0 error he had contacted his doctor on (B)(6) 2023; customer went to the doctor's office where they had attempted to assist but customer had still obtained the e-0 error. Customer had been advised to contact manufacturer. No changes were made to customer's medical treatment plan. During the call, a blood test was performed by the customer and produced e-0 error message using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/26/2024 and test strips were opened two weeks prior to call.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter error message. Meter and test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-079: user hematocrit high. Note: manufacturer contacted customer in a follow-up call on 02-nov-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 28-nov-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-079: user hematocrit high.